Manufacturer narrative:
Product analysis #701965036:analysis information -- 2017-11-14 14:44:50 cst pli# 10 product ID# 37603 below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Analysis observed there was no boot present over the {extension//lead} junction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2017-11-14 14:44:50 cst pli# 10 product ID# 37603 below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 3708640, (B)(4), implanted: (B)(6) 2014, product type: extension, product ID: 3387s-40, lot# va0guwd, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient primarily feels the shocking sensations when they lift their head. There is no shocking when they turn the device off. Impedances were taken and found to be high out of range. It was stated that the original diagnoses for the patient was movement disorders, but now the diagnosis is parkinson¿s disease. The neurologist is planning a whole system revision. The date has not yet been scheduled. The cause of the shocking was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturing representative indicating the patient's system had been replaced. They had a lead revision from vim to stn, then replaced the extension and ins. The impedances of the new system tested within normal range. It was noted that multiple falls may have affected the previous system. The issue was resolved at the time of the report and the patient was alive with no injury. No further complications were reported as a result of this event.

Manufacturer narrative:
Fdc code (B)(4) has been replaced with fdc code (B)(4). Fdr (B)(4) was coded in error and has been replaced by fdr code (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient¿s neurology department called the manufacturing representative and asked them to instruct the patient on how to turn off their ins. The manufacturing representative called the patient who told them that they were experiencing a shocking sensation throughout their body. They stated that their healthcare provider (hcp) told them to turn off the ins to see if the shocking would go away. The manufacturing representative instructed the patient to keep a log of any future shocks. The patient was scheduled to see their hcp again on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Analysis of the ins serial no. (B)(4) found no anomaly. Analysis of the extension (serial no. (B)(4) found no anomaly. Analysis of the lead (lot no. Va0guwd) found that the conductors were broken in the body of the lead within 10 cm of the connector area. Analysis identified that the outer insulation was broken in the body of the lead as well. (B)(4). Analysis information -- 2017-11-14 14:44:50 cst pli# 10 product ID# 37603 below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the distal end of the returned extension. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the distal end of the returned extension and good stable output was observed on all electrode pairs. Analysis observed there was no boot present over the {extension//lead} junction. Analysis information -- 2017-11-14 14:52:35 cst pli# 20 product ID# 3708640 below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins output was tested at the distal end of the returned extension. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the distal end of the returned extension and good stable output was observed on all electrode pairs. Analysis observed there was no boot present over the {extension//lead} junction. Analysis information -- 2017-11-14 14:18:32 cst pli# 30 product ID# 3387s-40 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the {x} conductor(s) was/were broken in the body of the lead within 10 cm of the connector area. Analysis identified that the outer insulation was broken in the body of the lead. Due to the condition of the returned lead, only a careful microscopic examination was performed. Analysis identified the outer insulation of the lead was {broken//torn} under the {electrode #3 due to overstress/damage.} electrode(s). If information is provided in the future, a supplemental report will be issued.